Event description:
A malfunction alarm was reported by the customer on their pump after it went swimming with them, leading to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer switched to using multiple daily injections (mdi) for insulin therapy as a backup. Tandem technical support arranged to send a replacement pump with updated software and provided training resources. The customer was informed about procedures for handling the replacement and returning the malfunctioning pump, followed by instructions on putting the pump into storage mode and using a return box and pre-paid label for ups within 10 days.